Event description:
Reportable based on analysis approved on (B)(4) 2013. It was reported that during a percutaneous coronary intervention, crossing difficulty was encountered. The target lesion was located in an unspecified vessel. A 2.50x16mm promus element drug-eluting stent was selected and advanced to treat the target lesion but failed. No patient complications were reported and the patient's status was good. However, returned product analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with stent damage. Strut rows at the middle of the stent were raised from the balloon and misaligned. No kinks or damage were noted along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).